Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the encoder assembly did not run smoothly. Analysis also noted that the device failed incoming testing due to pogo pin alignment issue. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.